Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection, when the spider was turned on, the arm fell directly to the ground. There was no delay and a backup device was available. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection was performed on the product. No issues were noted. No accessories were included. No excess oil was noted on the outside of the device. A functional evaluation was performed. A test battery was utilized. No issues were noted. The device passed all functional testing. The device was left pressurized for approximately 3 hours. The device remained pressurized. 100 movements and cycles were performed. No sudden de-pressurization events occurred. No issues with the clamping assembly were found. No issues with the main power switch or set up switch were found. A test foot switch jig and test switch drape jig were utilized. No issues were found. The piston migration was at 1.21 inches. No excess oil was noted within the enclosures. No problems were found. The reported complaint was not verified. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include issues during setup of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.